Manufacturer narrative:
(B)(4).batch # t9200l. Investigation summary: the analysis results found that the (B)(4) device was returned inside its package. Upon visual inspection, it was observed that the tyvek from the packaging was damaged. Cuts that seem made with a knife were observe in the tyvek. Due to the damages found on the packaging a possible cause for this condition is due to improper handling. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, on opening the cardboard packaging of the product, the nurse noticed there were tears on the sterile packaging probably cause by pressure on the box. The item was stored on a shelf and the outer packaging has no faults. The box was sealed shut with tamper proof seals prior to the nurse opening. The item was given to staff development nurse. Had to open another harmonic scalpel to continue the procedure. No patient consequence.